Event description:
It was reported a pump memory error occurred during an update of the pump. The pump contained hydromorphone. No pt symptoms were reported. The hcp had not heard from the pt so were assuming the pt was fine following the event.